Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted using a transfemoral approach. A pre- balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) to 22 mm non-medtronic balloon. The dcs passed through the annulus and was placed too deep. Subsequently, complete heart block (chb) was observed. The dcs was repositioned. At the point of no recapture, the measurement on the non-coronary cusp (ncc) was approximately 3mm. Chb was not observed, however, the patient's blood pressure was low, along with a pre-existing low ejection fraction (ef) that was observed prior to the implant procedure. The patient¿s ef and blood pressure remained low during the final placement of the valve. There was no misalignment of the valve, and the valve expansion appeared appropriate. The valve was implanted, and trace paravalvular leak (pvl) was observed. No treatment was performed for the chb and pvl following the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29; serial number: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2023; explant date: n/a product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: n/a; explant date: n/a product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. G2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient did not have a conduction disturbance prior to the valve implant procedure. After the valve was implanted, the hypotension was resolved. In addition, the complete heart block did not resolve after the valve implant procedure. No adverse patient effects were reported.